Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons were found to be responding properly to presses. The keypad was removed and no button contact defects were found. During testing the bolus button cover was found to be detached from the pump. A pump leak test found that the pump was leaking from the bolus button. The pump was opened and moisture was found throughout the pump including the keypad flex connection.